Manufacturer narrative:
Additional information has been requested. Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
During a scheduled revision surgery to explant the ti sternal locking double-t plate and 8 screws due to infection in the sternum, the emergency release pin used in the primary closure of the sternum became stuck/jammed. The surgeon was able to release the pin, and remove all implanted hardware. The surgeon then did a sternoectomy to treat the infection. No new hardware was implanted. This is three of ten reports for this event.